Event description:
During a follow-up, episodes of decreased sensing and inadequate capture were noted on the right ventricular (rv) lead. Diagnostic imaging confirmed rv lead dislodgement. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.